Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-22527; related manufacturer reference number 1627487-2020-22528; related manufacturer reference number 1627487-2020-22529. It was reported the patient stated he experienced uncomfortable stimulation. Patient stated physician implanted leads in a different location than the location used for the trial and he feels pain. Patient said he had a lead revision procedure (date not provided), but the issue persisted. Patient desires to have the system removed. An abbott representative contacted the patient and indicated the system appears to be nonfunctional and that the patient¿s physician does not plan to remove the system at this time due to patient¿s health conditions. Patient plans to consult with another physician.

Event description:
Additional information received identified that patient stopped charging the ipg because of the uncomfortable stimulation and recharge burden. The ipg was deemed inoperable and patient lost stimulation. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Event description:
Related manufacturer reference number 1627487-2020-32278 additional information received identified that patient stopped the ipg because of the uncomfortable stimulation and recharge burden. The ipg was deemed inoperable and patient lost stimulation. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.